Event description:
It was reported that the ventilator failed internal leakage test with a message 'pressure transducer difference > 5 cmh2o' during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref# (B)(4).

Manufacturer narrative:
It has been reported that the ventilator failed during pre-use check (puc) with internal leakage test failed. The internal leakage test showed that the pressure difference between inspiration and expiration channel was out of bound.the inspection found that the pressure sensor at the exhalation side was faulty. Our field service engineer investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) was replaced to resolve the issue, and sent back for investigation. Investigation on pressure transducer pcb the returned pressure transducer circuit board has been tested in a ventilator. The ventilator fail the internal leakage test and the pressure transducer tests during pre-use check with pressure transducer placed in the expiration channel. The insp. Zero pressure and exp. Zero pressure differ too much.. Other electrical measurments show deviations indicating a malfunction of the sensor. The sensor's model was ge/nova. A microscopic investigation shows large particles or contamination on top of the membrane inside the sensor's cavity which most likely cause the pressure sensor malfunction. No root cause has been established for this sensor. A defective pressure transducer may lead to inaccuracy in pressure measurement. Appearance of this failure will be noticed by the user by generated high priority alarms. If present, the fault will be detected during pre-use check.